Event description:
During implant, there was difficulty removing the stylet from the left ventricular lead. The lead became stripped, so it was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The complaint from the field was that the lead had become stripped when the stylet was withdrawn. This was confirmed by analysis. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The stylet could not be removed due to bunching of the stylet, ptfe coating and inner coil. The cause of the reported determined to be due to excessive force used during the procedure. Abbott is continuing to monitor this issue.